Manufacturer narrative:
No product was returned to vsi/teleflex for evaluation. A manufacturing record review was completed and no related nonconformance's were found. Based on the information submitted, during the tavr procedure, a hematoma formed prior to deployment. A 18f manta was deployed for closure with no visual complications seen at the site. Vasculature was noted as 15-20% mild calcification, more posterior and not too tortious. Two attempts were performed gaining access utilizing micropuncture and ultrasound. Groin puncture access was positioned centrally, slightly above the crease. No issues were reported advancing or withdrawing the procedural sheaths. Activated clotting times were 252, 263, and 285; no information was reported regarding if protamin was administered to control act. A post-angiogram revealed no flow distally. Contralateral balloon inflations were applied, and a covered stent deployed. The manta device was explanted, and the vessel was repaired. A follow-up angio indicated flow returned. Following vessel repair, the patient was taken to recovery for observation. The root cause of the occlusion cannot be determined and remains inconclusive due to the lack of information regarding the index and deployment procedures. It is suspected that the manta implant was either deployed partially in the vessel or there was a formation of a flow limiting dissection. Dissections are a common large bore procedural complication; therefore, cannot be determined if the dissection occurred prior to or during manta deployment. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection and/or ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Additionally, the IFU lists procedure requirements: anticoagulation should be administered at procedure initiation per the hospital's standard of care; activated clotting time (act) should be below 250 seconds prior to closure; and confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The risk documentation was reviewed, and occlusion was identified as a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: during tavr procedural hematoma formed during procedure. Manta deployed and no visual complications at site. Post angio revealed no distal blood flow. Physician did a contra lateral balloon and covered stent to correct the lack of distal flow. Post angio showed return of blood flow. Patient returned to holding , vss, distal pulses were palpable.